Event description:
Complainant alleged that the clinicians were attempting to pace the heart rhythm of a pt, but the device display blanked out. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.